Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer's device and was unable to duplicate the reported issue. The smart contact pcb and the battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The technician reviewed the electronic records and observed occurrence of two unexpected shutdowns on a different date than the reported event date. The customer was advised to replace the batteries older than three years.

Event description:
The customer contacted stryker to report that the device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.